Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Eight electronic photos were provided and reviewed. Based on the photo review, it was observed that the crack is visible in all eight photos. Even though it could not be determined which photo is associated with which device, the reported crack on the device package is confirmed since the crack is observed in all eight photos. A definitive root cause for the breach of sterile barrier could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2022), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a breast biopsy procedure, the needle of the device was allegedly found to be cracked and damaged. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that prior to a breast biopsy procedure, the needle of the device was allegedly found to be cracked and damaged. There was no patient contact.